Event description:
It was reported to vyaire medical that a patient desaturated while connected to the avea ventilator. The patient was removed and placed on a different unit.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.